Event description:
A report is submitted based on a review of an abstract from an ota (orthopaedic trauma association) presentation titled: locked plating of proximal femur fractures: outcomes and predictors of failure, presented by robert a hymes, md1 et. Al. The presentation included information regarding 60 patients with femoral neck and pertrochanteric fractures who were treated with pflps from 2005 to 2010. The most common secondary procedure was revision, internal fixation for non union. Six patients required additional surgery for hardware related issues and five patients eventually underwent total hip arthroplasty. No individually specific patient details were provided. This is report #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided.